Event description:
It was reported that intermittently the 6800 system will not boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided, the following components have been ordered. Single board computer kit and image processor pcb. It is believed that once the identified components are replaced, the reported issue will be addressed. If any additional info is received that indicates otherwise, a follow-up report will be submitted as required.